Event description:
It was reported that during a stent placement through superficial femoral artery, the device allegedly had poor visibility and malposition problem. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a review of manufacturing records was not performed, as additional complaints have not been reported for this lot. Based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the sample was not returned for evaluation. One provided image demonstrates a product with loaded stent inside the vessel over the guidewire. The image quality is poor so that a further detailed evaluation is not possible. A deployed stent is not visible so that malposition cannot be evaluated. The alleged issue cannot be re produced which leads to inconclusive evaluation result. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling for this product the potential issue was found addressed. The instruction for use state: 'the stent has a total of 12 tantalum radiopaque markers (¿) located on the ends of the stent', and 'while using fluoroscopy, maintain position of the distal and proximal stent radiopaque markers relative to the targeted site. Continue pushing the trigger until the distal end of the stent obtains complete wall apposition. With the distal end of the stent apposing the vessel wall, final deployment can be continued with full triggers. Deployment of the stent is complete when the proximal stent radiopaque markers appose the vessel wall. Stop triggering after the stent is fully deployed.' H10: b5, d4 (expiry date: 08/2022), g3, h6(device) h11: e3 h11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Manufacturer narrative:
The catalog number identified has not been cleared in the us but is similar to the lifestent solo vascular stent system that are cleared in the us. The pro code and 510 k number for the lifestent solo vascular stent system are identified. As the lot number for the device was provided, a review of the device history records will be performed. The device has not been returned to the manufacturer for evaluation. However, image was provided for review. The investigation of the reported event is currently underway. (Expiry date: 08/2022).

Event description:
It was reported that during a stent placement through superficial femoral artery, the device allegedly had a malposition problem. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a review of manufacturing records was not performed, as additional complaints have not been reported for this lot. Based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the sample was not returned for evaluation. One provided x-ray image demonstrates the sfa with lying guidewire and with a product over the wire. The resolution is poor such that details are not visible. A deployed stent is not visible. A judgement of the deployment accuracy is not possible with one image not demonstrating a deployed stent. Due to poor image quality a further detailed evaluation is not possible. Based on the information available the investigation is closed with inconclusive result. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling for this product, the potential issue was found addressed. The instructions for use state: 'while using fluoroscopy, maintain position of the distal and proximal stent radiopaque markers relative to the targeted site. Continue pushing the trigger until the distal end of the stent obtains complete wall apposition. With the distal end of the stent apposing the vessel wall, final deployment can be continued with full triggers. Deployment of the stent is complete when the proximal stent radiopaque markers appose the vessel wall. Stop triggering after the stent is fully deployed.' H10: d4 (expiry date: 08/2022), g3. H11: h6 (method, result, conclusion) . H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a stent placement through superficial femoral artery, the device allegedly had a malposition problem. There was no reported patient injury.